Manufacturer narrative:
Plant investigation: the device was not returned to the plant for analysis. The serial number is unknown, a search of the device history could not be performed.

Event description:
It was reported by a peritoneal dialysis nurse that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient observed the fluid leak during fill 3 of 6 of treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The nurse stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cephalexin (500mg, orally). The nurse confirmed that despite the prophylactic antiobitcs, that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.